Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The complaint for valve interacts with conduction system was confirmed with other empirical evidence. On pod10 the physician informed that the patient needed a permanent pacemaker (ppm) due to a total heart block. The patient also suffered from rhf (right heart failure) which was treated with dobutamine information provided per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Based on the complaint investigation, the potential root cause of this event is indeterminable. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required.

Manufacturer narrative:
The following sections were updated/corrected/added: b3, b4, b5, b7, g3, g6, h2, and h11.

Event description:
As reported by the edwards lifesciences affiliate in the united kingdom, patient received an evoque valve in tricuspid position where the procedure went well, with the valve successfully implanted and in optimal position, and the ending regurgitation was zero. On post-operative day (pod) 4, the patient experienced third-degree atrioventricular (av) block. On pod 8, a permanent pacemaker vvi with a bipolar coronary sinus (cs) lead was implanted.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position. Valve was successfully implanted and deployed in optimal position, with the ending regurgitation at zero. On pod 10, the physician informed edwards that the patient required a permanent pacemaker (ppm) due to total heart block.